Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) would not deflate upon initial prep of the device. Another device of the same catalog and lot number was used successfully to gain hemostasis. There was no patient injury. The device was stored in the box in a temperature-controlled room. The device was opened in the usual sterile fashion. No defects or damages were noted to the device or the package. The device balloon was prepped using 3ml of saline and 1ml of contrast. Upon prepping of the balloon, the balloon was unable to be properly deflated. The user is experienced and trained in the device. The device did not enter the patient. The device was not used. A non-sterile mynxgrip vascular closure device 6f/7f, which was involved in the reported complaint, was returned for investigation. Upon visual inspection, it was observed that the shuttle was engaged to the black handle. The syringe was received connected to the device, and the stopcock was noted to be in the open position. The sealant and the advancer tube were returned in their manufactured positions, while the balloon was received fully deflated. Additionally, the procedural sheath was not returned for evaluation. No other anomalies or damages were observed during the visual inspection of the received device. Per functional analysis, the balloon was fully inflated, and the pressure was maintained. The balloon was able to be inflated and deflated properly, with the inflation indicator functioning as intended, according to the mynxgrip instructions for use (IFU). The reported event of ¿balloon-deflation difficulty¿ was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the deflation issue experienced by the customer could not be determined during analysis of the device. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deflation issue reported, especially since the returned device passed functional analysis with no anomalies/damages noted. However, handling factors are possible. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate upon initial prep of the device. Another device of the same catalog and lot number was used successfully to gain hemostasis. There was no patient injury. The device was stored in the box in a temperature-controlled room. The device was opened in the usual sterile fashion. No defects or damages were noted to the device or the package. The device balloon was prepped using 3ml of saline and 1ml of contrast. Upon prepping of the balloon, the balloon was unable to be properly deflated. The user is experienced and trained in the device. The device did not enter the patient. The device was not used. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.